Manufacturer narrative:
The failure mode was confirmed at mckesson. A review of the device¿s serial number history did not identify similar complaints. The probable cause was determined to be a calibration issue. The hex file was installed and the pump 30 psi was recalibrated from value 235 to 195 and the 8 psi was recalibrated from value 329 to 285. Following these actions, the pump successfully passed all required tests. A CAPA was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report from mckesson stating the device failed the occlusion test and required a hex file installation. No patient involvement was reported.